Event description:
The customer reported that the device did not discharge during an attempted cardioversion.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.